Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer noticed the insulin leak on reservoir barrel due to cracked, damage, or missing components. No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed about the leak. Customer will discontinue to use the device. The reservoirs will not be returned for analysis.